Event description:
--

Event description:
Boston scientific received information that this device has reached elective replacement indicator (eri). The monitoring voltage was 2.84v at the last transmission which was two months ago and now it had decreased to 2.68v. The charge time is greater than 20 seconds. The device was subsequently explanted and replaced without further incident. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a review of device memory revealed that the device declared elective replacement indicator (eri) after experiencing two consecutive charge times greater than the extended mid-life eri charge time limit. The observed rate of battery usage was compared to the expected rate of battery usage; the results indicated that the monitoring voltage was normal. Although the battery itself had not depleted prematurely, eri was triggered earlier than expected by extended charge times due to a higher-than-typical buildup of internal battery impedance. No other adverse events have been reported. This product issue will be updated if additional information is received.

Manufacturer narrative:
(B)(4). The device has not been returned for testing. Therefore, boston scientific cannot confirm the reported clinical observations. This product issue will be updated if additional information is received.

Event description:
--

Manufacturer narrative:
(B)(4). The device was subsequently returned for testing. This product issue will be updated when evaluation is complete.